Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance, high impedance on the rv high voltage coil, and the threshold was unstable. The lead was reprogrammed and then partially explanted and replaced. No patient complications have been reported as a result of this event.